Event description:
As reported, during a therapeutic laparoscopic appendectomy, image noise and error e226 (scope communication error) occurred during ltf angle operation. The scope was replaced with the same type. The phenomenon disappeared by the replacement. The procedure was completed and had no patient effects. There was no patient harm, no user injury reported due to the event. In addition, device inspection by the customer dealer reported that the noise (image is invisible) reported on the subject device was also generated when inspected the equipment at the facility.

Manufacturer narrative:
The subject device has not yet been received for evaluation, however, photo of the said error was provided for evaluation. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was evaluated where no abnormalities were found that could have caused or contributed to the event. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the following: 1) regarding the noise in the image, it is likely that there is an air leak in the actual product, and that it is due to poor contact due to water ingress or moisture inside the scope. 2) regarding error e226, since the actual product has an air leak, it is likely that it is a contact failure due to water ingress or moisture inside the scope. 2) regarding the air leakage around the objective lens, it is likely that there is a crack in the curved rubber adhesive fixing part, so it is possible that strong stress such as some kind of impact such as dropping or hitting has acted. Olympus will continue to monitor field performance for this device.